Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mega suture cut needle driver was analyzed, and no product issue was identified. The instrument was placed and driven on an in-house system. It passed the recognition and engagement tests, moved intuitively with full range of motion in all directions. The grips/tips opened and closed properly. Visual inspection was performed, and no damage was observed. The complaint was not confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, one of the joints of the mega suture cut needle driver instrument was not rotating properly. No fragment fell inside the patient. No known impact or patient consequence was reported.